Manufacturer narrative:
A root cause could not be determined with the information provided. Additional information for further investigation was requested but not provided. The instrument has been confirmed to be operating within specifications.

Event description:
The customer alleged they received questionable calcium gen2 and ion selective electrode sodium and chloride results on their c501 analyzer. The customer provided data for five patients, one of which had a discrepant calcium results that was reported outside the laboratory. The patient's initial calcium result was 5.8 mg/dl. The customer repeated the sample on the same c501 analyzer and the result was 8.5 mg/dl. The customer stated they called the desk and sent out an amended report. The patient was not denied treatment and did not received inappropriate treatment based on the original, incorrect result. There were no adverse events. The calcium reagent lot number was 69747201 and the expiration date was 07/31/2015. The field service representative went on site and found contamination in the analyzer. He performed a system baseline check and verified all the results. He performed an ise check and no issues were found. He found residue on the cell and replaced it. He performed a cell blank and a precision check. The operator calibrated and ran quality control and verified the results were within the customer's ranges.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.